Event description:
Procedure type: hysterectomy. Reportedly, after using the device, the tip broke off in the patient. They had to open the patient to find the broken tip which was recovered from the abdomen. This caused a delay of one hour to surgical time. Patient currently is doing well.